Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported the vitreous cutter presented with poor cutting during the surgery. The probe was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
One consumables 25ga+ probe was returned for poor cutting of probe and the tip was unable to open. For this complaint file, the final customer lots were identified as lot 15027299x. For this final lot, three component probe lots, manufactured in may and june 2015, were used to make up the final lot. A device history record review for each of the three lots was conducted. According to the device history record review, the lots had no anomalies found based on the device history record reviews. A complaint lot history examination indicates there were no other complaints for the reported issue. The sample was visually inspected and deemed nonconforming. The cutter is in the closed position actuation testing was performed and deemed nonconforming. The cutter opened and would not actuate. Aspiration testing was performed and deemed nonconforming. There were bubbles in the aspiration line. Cut testing could not be performed due to the lack of cutter movement. The probe was disassembled and the components inspected. There is approximately 5 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is detached out of the extension. The complaint evaluation does confirm the probe had a quality issue which resulted in the probe not being able to function after approximately 5 minutes of use of the probe. The root cause for the poor probe performance was due to the separation of components, which caused the poor cutting of the probe and tip being unable to open. The adhesive bond failed between the inner cutter and the extension. (B)(4).